Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial non capture and occasional under sensed atrial events were noted on current electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.